Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, intermittent flow readings from the flow sensor were seen on the central control monitor (ccm). Residue was found on the sensor¿s connector creating a poor connection from the sensor to the flowmeter. The product surveillance technician (pst) connected the flow sensor to a flowmeter which was connected to a system-1 simulator and ccm. He attached the flow sensor¿s head to a water loop driven by a centrifugal motor and controller. The pst started water flow through the loop and found that a flow reading from the sensor would display and then all dashes would appear instead of a flow reading. The flow reading on the ccm was intermittent. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he received an erratic flow reading with the flow sensor. The srt also noticed some type of residue in the connector. There was no patient involvement.